Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 was failed to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed to stay shut and was unrecoverable. The field service engineer (fse) tested the drawer, which indicated open, but it did not actually unlock and open. The fse verified that the error light emitting diode was on the module controller. The fse removed the drawer and found that the latch inseparable magnet was missing. The fse replaced the latch inseparable and tested the drawer, which worked correctly. The customer recovered the failed drawer and performed inventories. Preventive maintenance was completed. The system functioned as intended after the field service engineer repaired the device.